Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received missing o-ring on the reservoir tube, serial number label fading, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was dropped. It was reported that there was crack at the back of the insulin pump and the retainer ring broke off. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.